Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The check valve assembly was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in potential to lead to a significant degradation or loss of oxygen therapy. There was no patient involvement.